Manufacturer narrative:
This product is registered as a combination product. The reported event was dislodgement. As received, a complete lead was returned for analysis. The s - curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted (B)(6) 2019 and replaced. The patient was stable following this event.